Event description:
It was reported that the promus 2.25 x 15 mm stent was unable to cross to the lesion. Subsequently, the stent dislodged in the guiding catheter. Pre-dilatation had been performed and the procedure was concluded with balloon angioplasty only. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical conditions were not reported, the failure to cross was likely related to circumstances of the procedure. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. In this case, based on the limited information provided and without the sds to examine, a conclusive cause of the reported stent dislodgment cannot be determined; however, there is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. A query of the complaint handling database was performed and there have been no other incidents reported for stent retention issues for this lot.